Manufacturer narrative:
On (B)(4) 2015 follow up: customer reported that although insulin was not expired, customer's blood glucose level normalized after customer changed out insulin vial. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (552 mg/dl). Customer attempted correcting elevated levels using the pump; however, bgs remained elevated. System check was performed with tandem customer technical support (cts) and the pump performed as intended. Customer indicated that supplies had been in use for three days. Recommendation was made by cts to change out supplies.